Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer's blood glucose level was unknown. The customer reported that they were unable to clear the alarm. The troubleshooting was performed for the pump error. The customer stated that insulin pump had cosmetic damage. The location of the damage was back of the insulin pump. The insulin pump will be returned for the analysis.